Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Only the connector portion was received measuring 8.0 cm. Final analysis found full breach outer insulation degradation noted at 4.7, 5.1, 5.3 and 5.6 cm from the connector pin. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damage found is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.